Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged and the battery cap was not able to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during a visual inspection of the pump, the case was found to be intact with no cracks in the battery compartment observed. The battery cap was able to be secured and removed from the pump. The complaint was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.